Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR report 2916596-2017-01935. (B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 of multisystem organ failure (msof) and sepsis. Msof was related to worsening right heart failure (rhf) that has been exasperated since last lvad device exchange. Due to no other available treatment options, patient transitioned to hospice. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The product was not returned for evaluation. Infection, right heart failure(rhf) and multi system organ failure(msof) are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.